Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced left arm pain approximately one month post-implant of an implantable cardioverter defibrillator (ICD) system. An ultrasound revealed deep vein thrombosis (dvt). There was only a "trickle of flow" in the left subclavian vein. Oral medication was administered and the leads remain in use. No further patient complications have been reported as a result of this event. The patient is a participant in the post approval clinical surveillance product surveillance registry.